Manufacturer narrative:
Weld. Investigation determined that a broken weld was found on the bed which contributed to the fowler ball screw being unstable and the CPR bracket to be out of place.

Event description:
It was reported that a weld had broken on the bed. No adverse consequence reported.